Manufacturer narrative:
Failure analysis revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, that the laser was no longer shooting on the side but in the axis after 35:19 minutes and 201,663 j of use. A second fiber was used to complete the case. The fiber tip was not cleaned during the procedure. There were no patient clinical consequences reported due to this event.